Manufacturer narrative:
Compatibility was verified with no issues noted. Operative notes do not indicate root cause. A larger flexion gap was noted; therefore, the constrained femoral component was positioned more posteriorly. Appropriate balance was achieved in both flexion and extension. The cement was allowed to cure with the knee in full extension. It is unknown if the components have been revised. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of radiographs and/or product or further information. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt is experiencing dislocation of the implant.